Manufacturer narrative:
Patient is a 48-year-old, female with no prior history of facial procedures. The treatment plan included microaire power assisted liposuction followed by renuvion to the jawline and neck. Approximately 200cc of infusion fluids were inserted into the planned liposuction and renuvion treatment area. Pre-tunneling was performed with a 3mm spatulated 3 hole cannula and approximately 25 cc of aspirate were removed prior to the renuvion treatment. The renuvion apr device settings were 75% power and 1.5 lpm of helium flow, with a total of approximately 5 kj delivered energy. Doctor performed 4 antegrade-retrograde passes with no cross-hatching of the strokes. At the conclusion of the procedure, the skin was cleansed, and a small (6mm) area of skin sloughing was noted on the central neck. The area was dressed with bacitracin. Two weeks postoperatively, it progressed to a 2cm area of skin necrosis (3rd degree burn) in the same location. Area is being treated with silvadene topical, and local wound care. The physician states the injury may be related to the positioning of the patient with pressure on her neck from a prone pillow immediately prior to the renuvion treatment. Using combination therapies causing unintended burns (deep or superficial), pain, discomfort, bleeding, pigmentation changes, increased healing time, unsatisfactory scarring, and/or unacceptable cosmetic result are known potential complications for liposuction procedures and energy device technology.

Event description:
The patient presented with a thermal injury to their neck two and a half weeks after a procedure in which renuvion was used as part of the overall surgical treatment.